Manufacturer narrative:
Patient identifier: sid (B)(6). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed creatinine result generated on the architect c16000 processing module for one sample. The following data was provided: (B)(6) 2020 sid (B)(6) initial result = 77.0 umol/l, repeat = 202.7 umol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and observed a leak at the internal probe wash pump (a) and replaced the bellows to address the issue. There were no additional falsely decreased creatinine results generated on (B)(6) after the part was replaced. Return testing was not completed as returns were not available. A review of the analyzer's service history revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Tracking and trending review did not identify any trends for the bellows, bellows only. A review of tracking and trending did not identify any trends for the architect c16000. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the bellows, bellow only, or the architect c16000 processing module for serial (B)(6) was identified.